Event description:
It was reported that during the implant procedure, the guidewire became stuck inside the lumen of the left ventricular (lv) lead and the physician was unable to get the guidewire out of the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the ironman competitor guidewire could not remove from lead due to the guidewire was kinked at the distal end of the lead. There was guidewire coating visible in lead. If information is provided in the future, a supplemental report will be issued.